Event description:
It was reported to depuy acromed that a hexlobe driver tip broke off from the shaft. The tip of the driver could not be removed from the hook so it remains implanted. The part and lot number was not reported by the complainant. The instrument was not returned for eval. No further info is available at this time.